Event description:
It was reported to boston scientific corporation that capio device was used during a hysterectomy procedure performed on (B)(6) 2015. According to the complainant, the device "would not pop open." Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio opc device revealed that the carrier was bent. According to the functional inspection, the carrier was actuated three times and it extended without any problem. However, it was actuated (deployed) three times with the suture and the needle does not enter in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the failure found was probably caused due to the device manipulation during the procedure. Based on the device condition and the available information, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that capio device was used during a hysterectomy procedure performed on (B)(6) 2015. According to the complainant, the device "would not pop open." Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem of carrier would not retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.